Event description:
Surgeon inserted collamer three piece intraocular lens in the eye and a haptic broke off and stayed in the cartridge. The surgeon removed the lens without enlarging the incision. No pt injury. The reporter stated that the lens was not loaded correctly in the cartridge and the trailing haptic got caught in the cartridge causing it to tear off during insertion.